Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the coating of insertion tube was peeled off by stress of repeated use, external factors, or handling. However, the root cause could not be determined. Also, correction to the initial medwatch report. (Operator of device) changed from ¿other¿ to ¿health professional.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, service repair noted the following findings: watertightness is not maintained due to holes in the curved rubber due to external factors. The customer reported issue could be confirmed. In addition, the coating of the image guide (ig) insertion section found peeled off, (1mm2 or more). Furthermore, the following findings during inspection were noted on the device: the flexible tube of the insertion section is crushed due to external factors. The insertion tube is buckled due to external factors. The curved rubber adhesive part is missing. The insertion tube oredome is broken due to an external factor. Scratches are found on the switch box due to external factors. Scratches are found on the grip due to external factors. There are scratches on the angle lever due to external factors. Scratches are found on the universal cord due to external factors. Scratches are found on the operation part side oredome of the universal cord due to external factors. Scratches are found on the video cable due to external factors. Scratches are found on the video connector due to external factors. Scratches are found on the lg connector due to external factors. Scratches are found on the video connector case due to external factors. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of air leak. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the coating of the image guide (ig) insertion section found peeled off. This report is being submitted for peeled off coating on the image guide insertion section of the device found during evaluation.